Manufacturer narrative:
Analysis of the accy stimloc burr hole cover (lot# 082229619a) revealed that there were no anomalies with the device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received clarifying that the issue was with the stimloc clip.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during surgery, the lead clip was found to be faulty and unable to be used. A new lead was used. The patient is now hospitalized for observation. No patient symptoms reported.